Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The communication error was caused by a cable. Additionally, the image is normal at beginning then the error appeared. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error message e226 (scope communication error) displayed on the hd 3cmos autoclavable camera head during the procedure. The intended therapeutic shoulder arthroscopy procedure was completed with the same equipment. There was a fifteen-minute delay, and the anesthesia was extended by the same amount of time during the procedure. The device was inspected prior to use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, (e226) error occurs when communication between the cable and the processor fails. Therefore, it is likely that the (e226) error occurred due to faulty cable. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.